Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had flow issues (underinfusion) described as ¿pump failed¿. The flow issue occurred during infusion. The device was filled with fluorouracil 3500mg in 115ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: fluorouracil was diluted in sodium chloride 0.9%. H4: the lot was manufactured between november 25-26, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.